Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. Medical device expiration date: unknown. Date received by manufacturer: (B)(6) 2021, however, information obtained from customer making complaint reportable was received (B)(6) 2021. Device manufacture date: unknown investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter one experienced poor sleeve function and another experienced blood leakage. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: 1st situation: when placing a peripheral catheter with the installation of an adapter and its vacutainer in order to take a blood sample. When removing the blood tube, everything becomes unsuitable (vacutainer with adapter) 2nd situation: when placing a peripheral catheter with a blood sample, the tube was removed because it was full. The rubber of the adapter that protects the needle remained depressed, leaving the needle unprotected. As the needle was unprotected, the patient's blood continuously flowed outside the needle with the risk of accidental blood exposure to the caregiver. B. Were personnel exposed to blood? Yes. If so, was a post exposure prophylaxis given? No. Were lab tests ordered for blood borne pathogens? No¿